Event description:
It was reported that during a routine device change-out, externalized conductors were observed. Lead measurements are stable and within range. Lead remains implanted and patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.